Manufacturer narrative:
¿Date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy and diagnostics revealed high impedance on multiple contacts of the lead. Reprogramming was unable to resolve the issue. Surgical intervention occurred during which the lead was explanted and replaced to address the issue.